Manufacturer narrative:
During a percutaneous transluminal angioplasty to the common iliac artery the stent delivery system (sds) was advanced after pre-dilatation but could not cross the lesion. Balloon dilatation was performed again; however, it still would not cross. Several attempts were made without success, the product was removed and the distal tip was noted to be rough and frayed. The sds was exchanged for a new product which successfully crossed the lesion and the procedure was completed without any patient injury. The vessel was heavily calcified, moderately tortuous with 100% stenosis (cto). No anomalies were noted on the product at any time prior to the event. A review of the manufacturing documentation associated with this lot was performed and the following was found. The patient's difficult anatomy and procedural manipulation may have contributed to the reported event.

Event description:
During a percutaneous transluminal angioplasty the stent delivery system (sds) was delivered after the pre-dilatation but could not cross the common iliac artery. Though balloon dilatation was performed again, it could not cross. While the attempts were made several times, the distal tip appeared to be rough and frayed. The sds was exchanged to other new product, and successfully crossed the lesion. The procedure was completed without any patient injury. The vessel was heavily calcified, moderately tortuous with 100% stenosis (cto). No anomalies were noted on the product at any time prior to the event.